Event description:
Surgeon reports pt states they see small flashes of light, starbursts and diplopia post cataract surgery and intraocular lens (iol) implantation. It was also reported that the dr diagnosed an irregular astigmatism.